Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during an off label ivc ttvr case with a 29mm sapien 3 valve, two 35mm cook z-stents were placed in the ivc and then the valve inside. The sapien 3 valve ended up embolizing into the right ventricle, while the cook z- stents embolized into the right aorta. The patient was taken to the or to remove the cook z-stents and s3 valve. The patient is stable and doing well. This was not due to product failure.

Manufacturer narrative:
The device was not returned to edwards lifescience as the device remains implanted. However, the following instructions for use (IFU) were reviewed: IFU, commander delivery system with s3/s3u thv, us, and procedural training manual, us. Based on this review, there were no IFU/training deficiencies were identified. Using the sapien 3 valve with the commander delivery system in the tricuspid valve with a pre-existing stent replacement is not an indicated use at the time of implant. The risk management file captures risks for indicated device use only. Off label cases are monitored on an annual basis in the post market surveillance and risk management review process. The review of the risk management file is complete and no further action is required at this time. The complaint for thv embolized into ventricle was unable to be confirmed as no imagery was provided for evaluation. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. It should be noted that the thv was implanted in pre-existing stent at tricuspid position for this case. The sapien 3 with the commander delivery system was indicated for native aortic valve, surgical or transcatheter bioprosthetic aortic valve, surgical bioprosthetic mitral valve, or native mitral valve with an annuloplasty ring replacement at the time of implantation. In this case, it was off-label operation for tricuspid valve in a pre-existing stent replacement. As reported, 'during an off label ivc ttvr case with a 29mm sapien 3 valve, two 35mm cook z-stents were placed in the ivc and then the valve inside. The sapien 3 valve ended up embolizing into the right ventricle, while the cook z- stents embolized into the right aorta'. As such, available information suggests that procedural factors (off-label operation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.